Event description:
It was reported that the patient underwent a surgical procedure to explant an inflatable penile prosthesis (ipp) due to the device not functioning properly. Upon explant, a hole in the reservoir was found that resulted in fluid loss. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to explant an inflatable penile prosthesis (ipp) due to the device not functioning properly. Upon explant, a hole in the reservoir was found that resulted in fluid loss. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
The implant date was unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.